Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went to their doctor and was treated for bg values exceeding 250 mg/dl. Patient was given a normal routine bloodwork while at the doctor. No specific diagnosis was given over the phone. Patient identified that the pm setting was for am hours and vice versa. While she wore these pods she used areas with fatty tissue. The cannula looks normal when she removes it adhesive was secure. During the wear of these pods, it was identified that the customer had the pm time setting during am hours and vice versa. Customer thought that due to the unexplained high bg she should stop using omnipod but she has not decided. No further info available.